Event description:
An incident involving a mayfield modified skull clamp caused an injury to a pt was described as follows; after the mayfield pins with the clamp were attached on the pt's scalp, 60 mm hg pressure was applied and locked. The pt was turned to prone from a supine position on a jackson table and while securing it to the bed attachment, the pt's head slipped causing an approximate 1 cm laceration behind the left ear. The wound required staples to close. There was a delay in surgery due to product problem, however the amount of time it was delayed was not provided. The pt did recover without infection. Integra adult, disposable pins (B)(4) were used for the posterior cervical laminectomy. A stereotaxy device was not used during the procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.